Event description:
It was reported that a chest x-ray confirmed the left ventricular lead was dislodged. Lead dislodged resulted in a loss of capture. Lead repositioning would be scheduled. The device remains implanted.